Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronics and motor assembly. Analysis was unable to confirm vibrator anomaly and unable to perform any tests due to blank display. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube, cracked case near display window corners, missing end cap sticker and minor scratches on display window noted.

Event description:
The customer reported via phone call that the insulin pump would not turn on and vibrating continuously. Customer stated the device had a crack on the top right corner of the screen. The customer¿s blood glucose level was 130 mg/dl at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.